Manufacturer narrative:
The vela xl 4101 was serviced at the healthcare facility. The reported event was confirmed as the field service engineer (fse) requested a replacement of the cooling unit and the event was resolved by a laser exchange. This vela xl 4101 console was installed on 11/28/2022. The system was last serviced on 7/25/2022. The vela xl 4101 console was fully functional with no issues from that time until the reported event date of 11/23/2022. Based on all the available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that console stopped working, error code 1319 (water cooling out of order: please restart device or call service) was displayed. Procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that console stopped working, error code 1319 (water cooling out of order: please restart device or call service) was displayed. Procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.